Event description:
It was determined that this event was already reported under cc-0182559.

Manufacturer narrative:
Other, other text: please disregard any submissions related to this file. The event was already reported. We have closed this file on our end. This serves as a retraction.

Event description:
It was reported that the flange snapped off tube where tube enters stoma. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event; lot number, expiration date. Device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.